Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on anastomosis during a laparoscopic retossigmoidectomia, the device started to fire and then stopped. As a result, the device did not complete the total firing. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Pressure ridges in the staple guide indicate that the staples had been fired. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was not received. The wing nut was rotated with difficulty and safety functioned properly upon rotating the twist knob. The instrument could not be fully opened. The green bar was visible within the indicator window when the twist knob was fully closed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on anastomosis during a laparoscopic rectosigmoidectomy, the device did not fire. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on anastomosis during a laparoscopic retossigmoidectomy, the device started to fire and then stopped. As a result, the device did not complete the total firing. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on anastomosis during a laparoscopic retossigmoidectomy, the device started to fire and then stops. They used another device to complete the case. There was no patient injury.